Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging issues, also wanted (magnetic resonance imaging) MRI access. No adverse patient effects were reported, devices were disposed by the facility.